Manufacturer narrative:
One device was returned for analysis. Service history found no previous repairs were noted in the last 12 months. Review of event history log found no relevant events. Visual inspection found the upstream occlusion (uso) seal and the downstream occlusion (dso) seal were delaminated. The pump was repaired by replacing uso seal and the dso seal. The device then passed all testing.

Event description:
One device was returned for repair with complaint of missing battery stabilizers. Investigation found the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was delaminated. There was no patient involvement.